Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The femoral head was returned for further review. Dimensional measurements of the femoral head conformed to print specifications where measured. Minor scuffs were noted on the articulation surface. Biological debris and corrosion products were noted on the head female taper. The reported device is used for treatment. No device or image was provided of the stem taper as this remained implanted. Operative notes implant surgery, were reviewed. As noted by the surgeon, final implanted components were noted to be stable and the initial leg length discrepancy was corrected. The surgeon reviewed post operative x-rays and noted that there were no complications. Revision surgery notes were reviewed. Corrosion of the stem and head taper junction was noted. Necrotic appearance of the capsule was noted. The review of returned device did not determine new information, or identify the specific cause for the reported issue. The conclusion of the previous completed investigation, remains unaltered.

Event description:
It is reported that patient underwent a revision due to an adverse local tissue reaction. Corrosion was noted between the head and neck junction.

Manufacturer narrative:
Evaluation summary: primary operative notes were reviewed and note that the patient had a clinical leg length discrepancy and a lax abductor mechanism. Notes from the tendon repair were reviewed which note possible aseptic metal on metal reaction. Cloudy fluid was within the hip joint. No obvious corrosion at the head neck junction is noted. Testing of the capsule lining showed necrotic tissue. Revision operative notes state that copious brown fluid was encountered. The head to neck junction showed evidence of corrosion with some black straining of the metal. An exact cause for the reported taper corrosion cannot be stated with certainty. Evaluation: manufacturing documentation for the implanted devices was reviewed and found to be conforming to requirements at the time of manufacture. The devices implanted were confirmed as compatible with each other. The revised femoral head was not returned for review, therefore its exact condition is unknown. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.